Event description:
Pt was in specials procedure to attempt access for dialysis. A bard hickman 12 french cath was used, and tip broke off, free floating in pt. Md was able to retreive/snare it. Pt sustained svt several times.